Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, noise which resulted in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was not reproduced. No intervention has been completed. The patient is stable with no consequences.